Event description:
Customer reports the guidewire started to unravel when attempting to withdraw the wire from the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a defective guide wire and an arterial catheter over needle assembly. Visual analysis revealed that the guide wire was severely unraveled. Analysis of the catheter over needle image revealed that the needle bevel was protruding from the catheter body directly adjacent to the tip. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The report that the guide wire was unraveled was confirmed through examination of the customer supplied photos. Visual analysis revealed that the guide wire was severely unraveled. The exact location of the unraveling cannot be confirmed. Additionally, dimensional and functional analysis cannot be performed without the sample returned for analysis. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of these circumstances, the root cause cannot be determined without the sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports the guidewire started to unravel when attempting to withdraw the wire from the patient. No patient harm was reported. The patient's condition is reported as fine.